Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have experienced a tingling sensation with stimulation turned off quite a few times in the past couple of years. Patient stated they would be laying still and all of a sudden they would feel a surge like they turned the stimulation on. Agent reviewed information and the patient was redirected to their healthcare provider to further address. Patient also inquired as to MRI eligibility as hcp wants an MRI of their pancreas. Agent had patient access MRI mode and head-only eligibility displayed. Patient mentioned they have had mris in the past without issue. Agent reviewed information.